Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter debris found within the extension leg was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr groshong nxt two-piece connector with a segment of 4fr groshong catheter within. The sample was returned with usage residues throughout. The distal end of the connector had been cut at the distal end of the grey plastic portion containing the silicone oversleeve. Microscopic examination of this end revealed striations that confirmed it had been cut. The catheter distal to this region was not returned for evaluation. The distal segment of the two-piece connector was removed in order to inspect the condition of the catheter within. The catheter appeared to be properly assembled to the two-piece connector. The catheter was then bisected to observe the condition of the inner lumen. Longitudinal abrasions were observed throughout the inner lumen of the catheter, indicative of damage caused by a stylet. Also returned with the sample were three photographs. One photograph showed a blue speck of material inside the extension leg of the two-piece connector. The next photographs showed what appeared to be this speck of material inside a syringe and then on a gauze pad. From the description of this event, the blue object appeared to be catheter debris. It appears the inner lumen of the catheter was severely damaged by the stylet, causing piece(s) of the catheter to come off. This likely occurred during stylet removal. Such damage may be caused by failing to wet the catheter prior to removal.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyk1748 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by nurse that due to nasopharynx cancer the patient had PICC catheterization operation under ultrasound guidance. The operation was successful, and the catheter was used well. Later on (B)(6) 2015, when the patient went to the catheter outpatient department for maintenance, blue unknown object was found inside the transparent extension tube. Therefore, withdrew it with syringe and retrimmed the catheter, and changed it with new connector to ensure the normal use of the catheter. The removed blue object observed by eyes looked like catheter debris. No reported patient injury.